Event description:
"E" was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079046) on 20-aug-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding/ excessive bleeding"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with contraceptive device( miscarriage)") and loss of consciousness ("blackout") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (miscarriage)". The patient's past medical history included surgery. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), intervertebral disc degeneration ("rapid cervical disc degeneration"), bone loss ("rapid jaw bone degeneration"), uterine polyp ("uterine polyps"), neuralgia ("chronic nerve pain"), bladder disorder ("bladder issues"), adnexa uteri pain ("pain in fallopian tubes"), feeling abnormal ("brain fog"), confusional state ("confusion"), migraine ("chronic migraines"), auditory disorder ("auditory sensitivity"), inflammation ("chronic inflammation") and coital bleeding ("blood spattering during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure was removed. At the time of the report, the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, loss of consciousness, intervertebral disc degeneration, bone loss, uterine polyp, neuralgia, bladder disorder, adnexa uteri pain, feeling abnormal, confusional state, migraine, auditory disorder, inflammation and coital bleeding outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, auditory disorder, bladder disorder, bone loss, coital bleeding, confusional state, feeling abnormal, genital haemorrhage, inflammation, intervertebral disc degeneration, loss of consciousness, migraine, neuralgia, pregnancy with contraceptive device and uterine polyp to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5079046) on 20-aug-2018. The most recent information was received on 14-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this retrospective pregnancy case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleeding/ excessive bleeding"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with contraceptive device( miscarriage)") and loss of consciousness ("blackout") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective(miscarriage)". The patient's past medical history included surgery. In 2006, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), intervertebral disc degeneration ("rapid cervical disc degeneration"), bone loss ("rapid jaw bone degeneration"), uterine polyp ("uterine polyps"), neuralgia ("chronic nerve pain"), bladder disorder ("bladder issues"), adnexa uteri pain ("pain in fallopian tubes"), the first episode of confusional state ("brain fog"), the second episode of confusional state ("confusion"), migraine ("chronic migraines"), hyperacusis ("auditory sensitivity"), inflammation ("chronic inflammation") and coital bleeding ("blood spattering during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure was removed. At the time of the report, the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, loss of consciousness, intervertebral disc degeneration, bone loss, uterine polyp, neuralgia, bladder disorder, adnexa uteri pain, the last episode of confusional state, migraine, hyperacusis, inflammation and coital bleeding outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, bladder disorder, bone loss, coital bleeding, genital haemorrhage, hyperacusis, inflammation, intervertebral disc degeneration, loss of consciousness, migraine, neuralgia, pregnancy with contraceptive device, uterine polyp, the first episode of confusional state and the second episode of confusional state to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.